Event description:
Device/procedure outcome: unable to use device - attempted, procedure completed patient outcome: f26: no health consequences or impact. Event description: this record was auto submitted by the ecn on behalf of the user. Information may be incomplete. Ecn event description: pericardium was assessed throughout procedure with a small baseline effusion. Transseptal puncture was performed without issues. Li, ls, and rs pulmonary veins were ablated without complications. Patient experienced vagal response after first pfa application but recovered with rv pacing and administration of glycopyrrolate and phenylephrine. Pericardium appeared to be same as baseline. Wiring the ripv was challenging considering the small atrium. One application was delivered and the farawave slipped out of the la into the svc of the ra. The physician noticed a notable effusion behind the la. He called for a pericardiocentesis kit. Fluid was drained from the pericardium and access points were closed. Patient is stable and staying at the hospital with a pericardial drain. Patient present at time of event?: yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: due to slow leak, the physician believes the rosen guidewire perforated the left atrium. Medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? No patient outcome: expected to fully recover procedure number: pn-3074744 event date: 2026-3-9. As reported device codes: 2099: no known device problem. As reported patient codes: 9213: perforation, 9221: pericardial effusion.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates a severity rating of 4. The occurrence rate for this emerging use is currently unknown and is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently